Event description:
During a transfemoral tavr procedure the sapien xt valve embolized into the left ventricle (lv). Initially, valve sizing was a concern as the patient¿s annular diameter was (20.8mm x 23.7mm) with moderate valve calcification. The physicians were unsure of which valve size to use (23mm vs. 26mm) due to valve area of 410mm2. An 18f e-sheath was inserted and a 23mmx4cm edwards balloon with a power injection was performed to pre-dilate the valve. The annulus did seal with a 23mm balloon so a 23mm sapien xt was prepped and introduced into the patient¿s femoral artery. The patient had a very horizontal heart and positioning of the sapien xt valve on the novaflex+ system was difficult. Pre-deployment the valve was positioned slightly ventricular (60:40 aortic/ventricular). There was some last minute positioning done during inflation and the valve moved ventricular before it was fully inflated, slipping forward into the lv. The doctor deflated the nf+ balloon once the valve moved ventricular. A 24mm z-med balloon was positioned inside the partially inflated valve and the valve was pulled back part way into the lv outflow tract (lvot). A 2nd 23mm sapien xt valve was prepped and introduced into the patient, but the nose cone of the 2nd delivery system dislodged the 1st valve forward into the lv again. The 2nd valve was pulled back, and a snare was placed up the opposite femoral artery to pull the partially inflated 1st valve back and into the descending aorta. Then the 2nd xt valve was placed properly in the aortic annulus and successfully deployed in good position, with trace to no aortic insufficiency post deployment. The delivery system balloon was then used to maneuver the 1st valve lower into the thoracic aorta, where it was fully deployed. A 24x40mm wall stent was placed inside the valve with good apposition and normal flow. The patient's femoral arteries were closed via perclose and the patient left the room in stable condition. 3 days later the patient was reported to have awaked with no sign of stroke and in stable condition. The patient¿s aorta was unfavorable for the femoral approach (horizontal aorta), however the patient did not want surgical avr nor did she want a ta or tao approach. Due to her unwillingness to let the physician¿s pick the best approach, it was determined the femoral approach was her last option. In addition, the coaxial alignment of the delivery system and valve with respect of the native annulus was poor.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. In this case, the cause of the valve embolization into the lv cannot be confirmed. However, it appears that the event may have been related to valve undersizing (i.e. Horizontal aorta, and a 23mm xt valve in a 20.8x23.7mm annular diameter) in combination with procedural factors (last minute positioning of the valve, and poor coaxial alignment in an already ventricular position). There is no allegation or indication that the event was related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.